Event description:
A report was received from the user facility, that the sleeves on the closed suction are splitting in use and compromising sterility (user facility word). They have had to replace on several pts several times before reaching the 24 hours of use. On some occasions, the sleeves have split after suctioning the pt only twice. This has happened with 7 out of 10 catheters from the same lot number. There has been no pt injury. Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred.

Manufacturer narrative:
"Compromised sterility" cited by the user facility is not applicable. The device becomes non sterile once the package is opened. The trach care* sleeve covers the catheter to protect the user and pt from exposure to the suctioned matter from the lung(s). However, the pt and care giver is no more exposed than if they had used an open suction device from another MFR. Rep, unused devices were scheduled to be shipped from the user facility on august 8, 2007, but have not arrived. We cannot provide investigation info or a conclusion until receipt of the devices.